Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 70% stenosed, 16mmx4.0mm, concentric, de-novo target lesion contained <=45 degree bend and was located in the mildly tortuous and mildly calcified left main coronary artery segment (lm). Following predilation, a 4.00x20mm promus element ¿ drug eluting stent was selected for use and advanced to treat the lesion. However, the proximal segment of the stent was deformed in an attempt to release the stent. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent struts on the most proximal row were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no issue with the profile. A visual and tactile examination found no kinks or damage along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 70% stenosed, 16mmx4.0mm, concentric, de-novo target lesion contained <=45 degree bend and was located in the mildly tortuous and mildly calcified left main coronary artery segment (lm). Following predilation, a 4.00x20mm promus element drug eluting stent was selected for use and advanced to treat the lesion. However, the proximal segment of the stent was deformed in an attempt to release the stent. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.